Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for chronic low back pain, lumbar radiculopathy and spinal pain. It was reported that patient was having problems with her pain stim. The therapy will turn itself off and on since 2018. Stimulation will increase on its own in one position since 2018 (patient stated "about 4 months ago" for both event dates.). Patient stated she does have adaptive stim active but the stimulation will change when she is in one position. Patient reported she has been falling constantly fall reported (B)(6) 2018. Her right leg completely gave out went to the emergency room. Fall reported (B)(6) 2018. Patient went to the emergency room. Patient stated a manufacturer representative met her at hcp's office (B)(6) 2018 and patient reported the fall to him at that time. Rep told patient at that appt that her lead wires are backwards; he was trying to adjust her stimulation. An x-ray was done (B)(6) 2018 to check the leads and they were fine. Troubleshooting was performed and it was confirmed that therapy is on and adaptive stim (as) is enabled. No further complications were reported/anticipated.